Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The patient explained that the pump had powered off after she had gone swimming. However, the patient indicated that she could not get the screen to wake up since the pump was not responding to button presses. She reportedly was able to hear audible tones, reminders, and alarms. Due to the alleged keypad issues, the patient claimed that she was unable to bolus although she continued basal delivery. As a result of being unable to bolus via the pump, the patient administered boluses via injection and through her own calculations. During the time of concern, the patient suffered a low bg level of '30 mg/dl' while using the pump for basal delivery and after she gave herself a bolus via injection at 6:00 am for breakfast. She denied feeling symptoms. The patient ate and her bg level responded to '84 mg/dl' twenty minutes later. The patient denied that the keypad had any damaged. She denied observing moisture on the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level suggestive of severe hypoglycemia after the keypad issue began. However, the patient's injury can be attributed to use-error considering the patient continued to use the pump after the keypad stopped working properly and she took bolus corrections via injection based on her own calculations.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow, down arrow and ok keypad buttons were found to be intermittently responsive. Contamination was found under the key contacts. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no evidence or moisture or leaking found with the pump.